Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported her insulin pump is alarming. She stated she had surgery yesterday, and the device alarmed when she tried getting back on it today. Customer's blood glucose is 208 mg/dl. The drive support cap is sticking out. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.